Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula was damaged. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 316 mg/dl while wearing the pod longer than 48 hours. When removed from the infusion site (arm), the pod's cannula was found damaged. As treatment, a 4.5 unit bolus was delivered.